Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. The getinge field service engineer (fse) advised that the local distributor's engineer performed service repairs to the unit involved in this reported event. Based on the available at this time, the distributor's engineer evaluated the unit and found water vapor in the pipeline which was determined to be the cause of the malfunction. The reported issue was resolved by removing the water vapor in the pipeline. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) crashed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: h6 (type of investigation), (investigation findings), (component codes), (investigation conclusions). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period. Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service.

Event description:
N/a.